Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, it was observed that there was a leak at the water in or water out port of the membrane of the oxygenator. *there was no patient involvement, *product was changed out, *the procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 8, 2016. (B)(4). The returned sample was visually inspected, during which no anomalies were noted. The water side of the heat exchanger was then filled with water and pressurized to approximately 400 mmhg. A leak was observed from the elbow in the heat exchanger water port at the connection with the housing. This location was visually inspected further and the connection seemed to be slightly misaligned. A retention sample from the same product code/lot number combination was obtained and the same test was performed. The unit did not leak during the pressure test. Review of the device history records revealed no manufacturing issues. All heat exchangers are leak tested in process; therefore, it is likely that the unit was exposed to damage after manufacturing that caused a leak at this location. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.